Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the complaint could not be confirmed or duplicated on investigation. The cartridge compartment and cartridge cap were free of defects and the cartridge cap was able to secure properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the cartridge cap was removed from the housing. The cartridge cap was replaced but the same issue occurred repeatedly. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap.